Manufacturer narrative:
Due to character limit: e1(telephone) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use of the cs300 intra aortic balloon pump (iabp) the customer encountered an alarm indicating automatic inflation had failed. There were no patient harm or injury was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse entered the device¿s backend interface and perform an inspection of all valves. The fse observed excessive readings on the safety disc within the side leakage test, deviating from factory specifications. The safety disc is determined to be damaged causing the air leakage in the loop. The safety disc was also discovered to be expired. After replacing the safety disc . The equipment successfully passed all factory required performance and safety tests.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) experienced an alarm loop leak indicating automatic inflation failure. . There was patient involvement but no harm reported.